Event description:
A malfunction was reported on a pump by the caller, indicating a malfunction code labeled as malf 1. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, implying there was no adverse impact. Technical support decided to replace the pump and instructed the customer on using a backup insulin pump in the interim. Furthermore, they ensured the customer would receive an updated pump with the latest software and provided guidance for using a g7 sensor. The customer was informed about the return process for the faulty pump and agreed to return it within ten days using the provided shipping materials.